Event description:
It has been reported that the pads stuck to the liner when attempting to be used for a patient use event. The user was able to replace the pads with a spare set. There are no known consequences or health impact to the patient